Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor displayed a service code 204. The cause for the failure was isolated to a shorted esd3 component on the computer/analog pca. The root cause for the shorted esd3 component could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).